Manufacturer narrative:
Investigation summary: based on the available information, the root cause of the infection cannot be established, as the product remains implanted. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the report complaint. Device technical analysis: the device has not been returned for analysis. Therefore, the root cause of the reported infection cannot be confirmed. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of infection was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information (and in the absence of device return), the root cause of the reported clinical observations cannot be established.

Event description:
It was reported that this patient with a pacemaker system had developed an infection. The patient advocate noted that the patient should have not been implanted with a device as it made things worse. Ten days later post implant the patient passed away. The system remains implanted and out of service.

Event description:
It was reported that this patient with a pacemaker system had developed an infection. The patient advocate noted that the patient should have not been implanted with a device as it made things worse. Ten days later post implant the patient passed away. The system remains implanted and out of service.